Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered leak in the tubing and insulin flow block which led to high blood glucose level of 500 mg/dl. The patient received 25 units of manual syringe as corrective treatment. No further information available.